Manufacturer narrative:
One sterile 4.5mm cannulated endoscopic drill bit returned. The complaint stated: ¿the drill bit cracked and broke when being used. The metallic fragments did not fell inside of the patient.¿ the drill shows damage. Drill flutes have become dinged and material has been displaced. The drill head has been distorted and flutes have cracked open. Product manufacturing documentation shows that the complaint devices met specifications upon release to distribution. During the course of the complaint analysis, further evaluation of dimensional specifications was initiated by engineering for any improvement opportunities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acromioclavicular joint dislocation repair surgery, the drill bit cracked and broke when being used. The metallic fragments did not fell inside of the patient. A back-up device was used to successfully complete the procedure; however, the surgery was extended for more than half-an-hour as consequence of the alleged malfunction. No patient impact was stated.